Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and the displacement accuracy test. Failed battery test not confirmed. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test. Insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis